Manufacturer narrative:
(B)(4). D10: 42532007102, tibia cemented 5 degree stemmed right size e, lot 6658514. 42540200029, all-poly patella cemented 29 mm diameter, lot 66815078. 42522600710, articular surface fixed bearing constrained posterior stabilized (cps) right 10 mm height, lot 66316959. G2: event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 5 months post right knee arthroplasty, the patient was revised due to instability and loosening of the component. The femoral component was replaced. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: h4. The reported event was unable to be confirmed with the information provided. No product returned or images provided. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.